Manufacturer narrative:
One device was returned for evaluation with a cracked enclosure and an outdated pcb and power switch. Evaluation tests started with a visual inspection then filled the tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device was leaking from the site of the drain elbow, the complaint is confirmed. A crack in the enclosure near the drain tube cause the reported issue. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation.

Event description:
Additional information received via email. No patient was involved.

Manufacturer narrative:
B3, b5 and h6. Health effects codes: updated.

Event description:
It was reported that the drain tube in the back was broken and leaking. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.